Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported sending the suspect uim component for repair and analysis. Our service group duplicated the reported event and isolated the control printed circuit board (pcb) as the sub-component failure. The control pcb component was replaced on the customer's uim, which resolved the issue and returned to the customer working to manufacture specifications. The suspect control pcb component was routed to our failure analysis (fa) laboratory for a root cause investigation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported an intermittent touch screen on the user interface module (uim) display of this ventilator device. The customer reported that there was no patient involvement with this event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis (fa) laboratory received the suspect control board printed circuit board (pcb), component for investigation. The fa performed a visual inspection of the internal components of the control pcb, which found no anomalies on the control pcb. They also performed multiple power on cycles on the suspect control board pcb and each time the control board pcb would respond.. At this time, the fa was not able to duplicate the reported issue. No root cause component failure was found or undetermined. This issue will be internally investigated within vyaire medical.